Event description:
It was reported that during a esophagectomy procedure, failure of long echelon gun to deploy reload. Surgery was not delayed and completed successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # 500a60. B3: exact event date unk, entered (B)(6)2023 as only the year was provided. Investigation summary, the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the long60a device was returned with the jaws and closing trigger in the closed position, articulated to the right side, and with the joint cover damaged. Also, the device was received with one gst60g reload loaded in the device. The reload was received fully fired and with damage on the cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The condition observed is related to improper use of the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 500a60, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained. 1. Did the device deliver any staples? - yes, but there are areas where they need to reinforce with sutures a. If yes, were the staples formed properly? B. If yes, was the staple line complete? 2. Did the device cut? - yes a. If yes, was the cut line complete? B. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Describe by surgeon that the tissue was ¿macerated¿ 3. Was there any difficulty opening the device? - yes, it got stuck after firing and won¿t open a. If yes, how was the device removed from the patient? - they pull it out b. If yes, did the jaws eventually open? 4. Is the current patient status known? - patient went home without leaks.